Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.6 - 3.2 inr): qc 1: 2.8 inr; qc 2: 2.8 inr; qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(4)

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). At 10:00, the result form the meter was 7.0 inr. At 11:00, the result form the laboratory using an unknown reagent was 4.6 inr. The therapeutic range was 2.0-3.5 inr.